Event description:
It was reported that when stimulation was turned on stimulation was turning off. The patient reported that he did not see the lightening bolt on his patient programmer therapy status icon which would confirm the device was indeed off. The patient recalled seeing screens he was unfamiliar with. It was suggested that the patient get the error code which was displayed to help isolate the cause or reason for the device turning off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was no power-on-reset condition. The patient met with a manufacturer representative but could not get the screens he was unfamiliar with the reappear. The representative reprogrammed the patient's stimulation and re-educated him on the use of his recharger and programmer. The patient was to call the representative if he had any further problems. The representative had not gotten a call from the patient, and was certain that he had just needed to be re-educated on how to use his system.

Manufacturer narrative:
Lead: model 37778, serial # (B)(4), implanted: 2010 (B)(6), explanted: unk. Recharger: model 37752, serial # (B)(4), implanted: na, explanted: na. Patient programmer: model 37743, serial # (B)(4), implanted: unk, explanted: unk. Lead: model 3778, serial # (B)(4), implanted: 2010-(B)(6), explanted: unk.